Event description:
As reported, during a procedure involving attempted retrieval of an unknown inferior vena cava filter, a straight exchange fixed core wire guide separated. Per the reporter, the wire ¿broke apart¿ and had to be retrieved from the intravascular space. There has been no report that the patient required additional procedures or experienced any adverse effects due to this event. Additional information has been requested but is not available at this time.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.